Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the returned unit passed all specific functional testing requirements, except for the lock having rotational movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. General maintenance and cleaning required, and all worn components were replaced with new parts. Root cause: the evaluation found no device deficiencies that would have contributed to the reported complaint. Probable root cause for reported complaint would be improper placement of skull clamp on the patient.. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that mayfield modified skull clamp (a1059) was released during an unspecified case. There was no patient harm and delay in surgery is unknown.